Event description:
Customer's mother called to report high blood glucose. Blood glucose reading was 600 mg/dl. The mother stated she has had to change out the infustion site 3 times in a week. Mother did not understand why her daughter was getting high blood glucose. The mother had spoken to a health care professional about the high blood glucose. Mother had thrown away the infusion sets she had to change. Advised to keep the infusion sets in the future for analysis. Troubleshooting was performed and no anomalies were noted. Customer's mother stated the blood glucose hasn't gone up. Advised on the best times to calibrate. Advised to change to change entire infusion site, reservoir, insulin and treat as directed by a health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).